Manufacturer narrative:
The investigation into the reported issue has been completed. The device was received for evaluation. Logs are consistent with complaint date. Optical 5s parameters were checked with a optical test cavity and observed to be within tolerance. Blue connector optical ferrule was inspected and debris and slight damage were found. Console was ran on pump and purge with no issue. Console interior was inspected where it was observed that the blue fiber directly from optical splitter was routed poorly. The root cause of the absence of placement signal values during support is most likely due to an optical bench malfunction however the malfunction cause is undetermined due to being unable to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
Staff reported that during support, the automated impella controller (aic) had placement signal values that were not showing. Additionally, it was alarming for a controller error. No patient harm was reported.